Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failure alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response received from the customer on 29apr2024, it was stated that the customer made the decision to pull the ventilator which experienced the autozero alarm from service. The customer stated that they have not decided if the ventilator would be replaced or retired from service permanently. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.